Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that the device was implanted on (B)(6) 2009. On (B)(6) 2010, it was found by the x-ray that the device was broken.